Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer¿s blood glucose level was 115 mg/dl. Customer was instructed to remove battery and wait for the insert battery alarm before inserting new aa battery. Customer was advised to ensure that the battery was securely fastened and battery slot was aligned horizontally with pump and display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed.